Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation it was found that the blade mount is chipped. Based on the investigation details, the blade mount assembly was replaced along with the motor and other components. Service repaired and returned the device to the customer.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation it was found that the blade mount is chipped. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.